Event description:
Clinical history: pt was an (B) (6) male admitted for an emergent lead removal secondary to an acute pocket infusion. Procedure: two 14.5 year old, unipolar brady leads were to be removed by (B) (6). Both leads came apart as traction was applied separately with lld-ezs, increasing the complexity of the procedure. Md began with a 12f sls and upgraded to a 14f sls once the initial sls failed calibration after manipulation. The 14f sls was used to complete the case and was responsible for the removal of both leads. The ventricular lead was removed first. When attempting to remove the atrial lead, the lead became loose abruptly and seemed the remaining force on the sls lacerated the svc and atrium leading to a single perforation at this junction site. Md noted the lack of wall motion in the left ventricle under fluoro and confirmed the bleeding with anaesthesiologist (a-line & tee). A thoracotomy was performed, svc repaired successfully and pt transferred to the ICU.

Manufacturer narrative:
Patient outcome: proceeding the initial procedure and intervention, the pt was transferred to the ICU in stable condition. Unfortunately the patient went into renal failure and died approximately 4 days later. Failure analysis: the failure analysis was unable to be performed because no devices from this case were returned to the manufacturer. However, there is no indication that the event was caused by a malfunction of the spectranetics devices.